Manufacturer narrative:
Examination was not possible, as no prod was returned. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Both prod codes reported are obsolete items. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address osteolysis.